Manufacturer narrative:
(B)(4). The covidien service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the single board computer (sbc) printed circuit board (pcb), and the coin cell battery to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, the ventilator touch screen was unresponsive. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.